Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device was not returned, no further investigation is possible at this time. The manufacturer requested additional information on the reason for the intraoperative explant/failure to implant, but no further details has been received on this regards. Based on the limited information available, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Since the patient ultimately received a perceval valve of the same size, mis-sizing can be excluded as a possible cause. Ultimately, the root cause remains unknown at this time. Should further information be received in the future, the manufacturer will provide an update to this reporting activity.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a perceval valve pvs23 was implanted and explanted on (B)(6) 2021. The valve was wasted and replaced on the same day with another perceval valve same size pvs23. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received form the hospital regarding this event. The manufacturer requested additional information on the event and it was reported that the patient had critical aortic stenosis and was not eligible for tavr. The intraoperative findings revealed an heavily calcified trileaflets aortic valve. The leaflets were excised and an extensive decalcification of the annulus was required. The patient had a good outcome and is at home, stable. No further information on the reason of the intraoperative explant of the perceval valve was received.